Event description:
Additional information was received which noted the lead was exhibiting pacing inhibition. The patient had an escape rhythm at 34 beats per minute (bpm). No noise or oversensing were observed. The pacing threshold had increased. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing not delivered when required. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.